Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The issue was noted to be resolved. The site did not request analysis to be done. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while doing a shunt case, the surgeon stated the system was showing negative numbers when they should have been positive." The surgeon aborted navigation and finished the surgery free-hand measurements. The surgeon called in and said that in addition to the negative number in his distance to plan, he was not getting a distance to target metric, and the cad model would not display when he was at the target. Technical services (ts) explained that if the surgeon was far enough off trajectory it would not display the metric. Ts and the surgeon were able to make a new plan on a previously registered patient by placing the probe in open space next to the reference frame, setting the entry, making a projection, navigating the projection, and setting a target. Once this was complete the cad model displayed and the surgeon got a distance to plan metric. There was a reported delay of less than 1 hour and no reported impact on patient outcome.